Event description:
The unit has had the four way replaced and flow meter has been recently replaced. The unit now wont switch. The dealer also states the unit is alarming after it has ran for a while. No patient injury or property damage reported. The dealer stated the unit went from internal repair to be cleaned and the dealers' cleaning staff found it alarming again and sent it back to their repair.